Event description:
A malfunction alarm was reported by the customer. There was no reported impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted with resetting the pump. The issue was resolved, and the customer could continue using the pump, with instructions to call back if the malfunction recurred.